Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via telephone call that the blood glucose had been running high for 2 to 3 weeks. The caller stated that this issue began after the doctor made some adjustments. The customer was hospitalized due to high blood glucose. The blood glucose reading was 499 mg/dl. The customer was wearing the insulin pump at the time of the event. The drive support cap appeared normal and recessed. Insulin exited with the manual prime and no leaks or air bubbles were observed. The insertion site was not sore or irritated. The caller reported that none of the cannulas had been bent. The bolus history displayed all entries based on the customer's recollection. The insulin pump passed the self test. The caller reported that there was a doctor's appointment in 2 days and that they could run the high pressure test there.